Event description:
He patient was positioned on her right side, and was vomiting when the iabp "catheter alarm" sounded. Bright red blood was noted in the helium catheter: this had not been present prior to the episode of vomiting. The catheter was immediately clamped. Once removed from the patient, examination revealed a small leak app roximately one cm from catheter end of the balloon.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.